Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument. The fse observed a leak from the rinse block which was misaligned with the probe. The fse aligned the rinse block and the instrument performed without leaks. The fse verified the instrument and the instrument was returned to normal operation. (B)(4).

Event description:
The customer reported blood leaked from the coulter hmx hematology analyzer with autoloader onto the counter while performing controls. The volume of the leak is unknown. The leak was not contained within the instrument. There was no exposure to open wounds or mucous membranes. The customer was wearing personal protective equipment (ppe) consisting of goggles, gloves and a lab coat at the time of the occurrence. No erroneous results were generated in connection with the reported event. There was no death, injury, of affect to user or to patient treatment attributed to this event.